Event description:
Health professional reported a lap-band leak noticed when the physician noted the band was not "holding fluid." Leak was confirmed via fluoroscopy, and the port was explanted and replaced.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Lab analysis also noted observation of needle induced seal damage to access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses the possible outcome of leakage as follows: "caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band system access port needles. Do not use standard hypodermic needles, as these may cause leaks."